Event description:
It was reported that this pacemaker detected noise, loss of capture due to high thresholds, pacing inhibition, and high out-of-range impedances measurements on the right atrial (ra) lead. The patient also reported feeling lethargic with the out-of-range impedances. Technical services (ts) was consulted and reviewed both available device data and recent x-ray imaging of the pacemaker system. Lead testing was recommended to rule out lead impairment or lead fretting within the device header. Of note, the patient's ra lead is a non-boston scientific product. At this time, the suspected cause of the impedance issues is anodal contact, and the physician has elected to closely monitor this patient via the latitude remote patient monitoring system. No adverse patient effects were reported, and this pacemaker system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.